Event description:
The customer reported being hospitalized due to high blood glucose of 1011 mg/dl. The customer stated that he was not sure if it might be the reservoirs causing the problem. No further info was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Mfg report 1 of 2, medwatch report # 3004209178-2012-85977. Mfg report 2 of 2, medwatch report # 3004209178-2012-85978.